Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented during a routine programming follow-up, at which time loss of capture was observed on the rv channel. It is suspected that capture loss was due to an rv lead dislodgement; a revision was scheduled. The patient presented without health complications. X-ray imaging later confirmed the lead had dislodged. The patient was taken for the revision and the chronic lead removed and a new lead of same model type, then implanted. The patient presented without health complications and no resulting adverse effects were observed during the revision procedure. The chronic lead was discarded and not expected to be returned for any laboratory testing.